Manufacturer narrative:
Despite multiple follow-up requests made to the distributor in (B)(4) for the products to be returned for evaluation, to date the products/packages still have not yet been returned from the distributor. A supplemental and final report will be filed upon the completion of the products evaluation and the complaint investigation. Device hasn't been returned.

Event description:
The distributor in (B)(6) reported that during incoming inspection at their warehouse, they identified 3 individual packages containing the ia-2379 lightwave ablators 90 degree angle with problem. As reported, three items ia-2379 were allegedly found "outside of the individual packages." There was no patient involvement, as the alleged packaging anomaly was discovered during incoming inspection prior to distribution to an end user. Despite the efforts to have the product returned for evaluation, to date the products and its packaging have not yet been returned from the distributor. The alleged of packaging anomalies is being filed as a malfunction due to potential of sterility breach and the risk of patient injury with recurrence.

Manufacturer narrative:
On 13-jun-2017, a follow-up e-mail reply received from the distributor in (B)(4) finally confirmed that the 3 involved products/packages will not be returned to conmed for evaluation. No specific reason was given and the distributor is now requesting this complaint be closed. Without the involved products and packages, an evaluation could not be performed and the alleged problem that the "items were found outside of the packages" therefore could not be verified. This lot #201607271 was manufactured on 28-jul-2016. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. In addition, a 2-year review of the complaint history for the device family shows other than this complaint with a quantity of (B)(4) units, there have been no other complaints received related to packaging issues. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no serious injuries or death related to the reported problem of packaging anomaly. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. Any type of packaging anomaly would always be obvious to the surgical staff during set up and therefore would prompt the return of the product/package for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.